Event description:
After pacer implant one of the 'leads' protruded thru the heart and into the lung. Event reversed by surgery only after much prompting on the reporter's part and an emergency visit previously, to a hosp where reporter was released and sent home with an evaluation of 'bruised ribs'. Reporter is now having many challenges with the right side of body where this implant and lead challenge occurred.